Event description:
It was reported that the device did not form the staples properly during an unk procedure. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
Info anticipated, but unavailable at this time.